Manufacturer narrative:
Service order (B)(4) completed: service field engineer cleaned under pump heads, replaced two springs and performed system checkout procedure successfully. The customer submitted photographs for analysis. Upon review of the photographs, a blood leak was confirmed due to a detached tube at the tubing connection of the hematocrit cuvette. The investigation determined there was a trend in detached tubing associated with kit lot d342. The root cause of the detached tubing was determined to be a manufacturing error that led to a weaker than normal chemical bond at the failure point. Corrective and preventive actions have been initiated to address the issue. A field action was initiated for this issue. A medical device recall letter, was sent to all customers in receipt of the affected kit lot number and the acting recall coordinator at the FDA (philadelphia district office) was notified of the issue via a field action report on 5-january-2016. (B)(4). I.r (B)(6) 2016. Device not returned.

Manufacturer narrative:
System was used for treatment. Kit lot d342 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for tubing leak. This assessment is based on the information available at the time of the investigation. Investigation still in progress as the photo analysis is not complete at the time of this report. A supplemental report will be filed when the investigation is complete. (B)(4). Device not returned.

Event description:
Customer called to report a blood leak that occurred on (B)(6) 2015, at the hct cuvette during buffy coat of a treatment. Treatment had processed 1516 ml of whole blood when treatment was aborted. Patient was willing and able to start a new treatment on another instrument and did get a successful treatment. Operator reported the patient was given 300 ml ns bolus prior to initiating the second treatment. Customer submitted photos for the investigation.